Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, after using the scope, the necessary reprocessing such as bedside cleaning was not performed immediately, and after being left for a while, reprocessing was performed with an olympus washer. It is likely the phenomenon is due to a handling. The root cause of the failure could not be identified. Additionally, it is likely that foreign material remained in the air channel is like due to the reprocessing deviated from the instruction manual. The root cause of the failure could not be identified. The event can be prevented by following the instructions for use which state: "5.4 care and storage before and after first use after use, wash according to this instruction manual and the ¿electronic package insert¿ of this product. Clean and disinfect (or sterilize) before storing. Cleaning, disinfecting (or sterilizing) insufficient or incomplete cleaning or improper storage may result in infection, equipment. It may cause damage or deterioration of functions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. The concomitant device used in the procedure is EU-me2 (serial no. (B)(6)). No other information available for the procedure and the patient of the procedure.

Event description:
Addendum on feb 8, 2023: pre-use inspection of the device was not carried out prior to the procedure. The procedure was completed by replacing the device. There was a delay of approximately five minutes due to device replacement.

Event description:
As reported by the customer for this event, the device was used in a diagnostic endoscopic ultrasound (eus) and found to have failed with air and water supply. Post the procedure, during reprocessing, it was observed that a large amount of blood came out of the air channel. There is a possibility that this blood may have been in the device from the reprocessing not performed correctly three days previously. There is no harm reported to the patient of the procedure. The device had been used in a procedure three days previously, and the bed-side cleaning was not immediately performed for the device. The device was not soaked in detergent solution, and the air/water nozzle was not flushed with water and air. For the manual cleaning, the air/water nozzle was not wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. No information provided on accessories used for reprocessing. Further due diligence for the event, including current status of the patient, is being performed. There are two devices involved in this event (and two events three days apart): ultrasound gastrovideoscope and ultrasonic endoscope air/water valve.

Manufacturer narrative:
There are two events for the devices gf-uct260 (ultrasound gastrovideoscope) and maj-1444 (ultrasonic endoscope air/water valve). First event on (B)(6) 2023, when the scope was not reprocessed as per the instructions for use. Second event on jan 10, 2023, when the said scope was used in a procedure and failed; in the subsequent reprocessing, the scope had presence of blood. These events are captured in medwatches with patient identifiers as follows: first event of (B)(6) 2023: (B)(6) (gf-uct260) (B)(6) (maj-1444). Second event of (B)(6) 2023: (B)(6) (gf-uct260) and (B)(6) (maj-1444) this medwatch is for the patient identifier (B)(6). This device is not sold in the u.s., but a similar device is. Post the issue of jan 10, 2023, an olympus endoscopy support specialist (ess) visited the facility. The correct reprocessing method was explained to the facility. Subsequently, the device has been fully reprocessed again with primary cleaning and high level disinfection I the oer-4 automatic reprocessor. It has been confirmed that there is no presence now in the device. Customer has no other issue of malfunction of the device. As such, the customer is not sending in the device for repair, and the device is not available for evaluation. As such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Further due diligence for the events is being performed.